Event description:
It is reported by the patient's attorney that the patient underwent left total knee replacemen in 1998. In 2004, the patient's left knee was revised where wear of the tibial insert was noted.

Manufacturer narrative:
H3: evaluation summary: probable cause cannot be determined with the information provided. H6: evaluatio codes: no product was returned for evaluation. Device history records indicate manufacture to specification.